Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested on the autotester and passed all testing.